Manufacturer narrative:
It was recommended that and damaged serving trays be replaced. Evaluated by the distributor.

Event description:
It was reported via repair work order that the serving tray was damaged resulting in an exposed sharp edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the serving tray was damaged resulting in an exposed sharp edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.